Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt burning at ins site all the way to spine. Impedance and connectivity check were done in office and all ok however patient was in pain when ER turned ins on. Patient sent to hcp to get ins replaced; replacement planned.